Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that daughter had no delivery alarm. Customer's blood glucose at time of incident was 496 mg/dl. Customer was unable to troubleshoot at time of call and unable to determine the cause of the issue.. Customer stated that alarm did not occur during manual prime. Customer was advised to change infusion system as soon as possible if do not resolve issue.